Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/12/2014 with the following findings: multiple eaw-177 low battery warnings and eaw-128 replace battery alarms, which are indicative of the reported event, were observed in the black box data. Also, evidence of excessive battery usage was observed in the black box data. The pump powered on with the returned battery cap, which was able to properly fasten to the pump per the instructions for use. Evaluation revealed that the pump drew electrical current outside of the specifications; the reported event was duplicated. The pump case was removed, and evidence of moisture damage was observed on the transceiver board. The transceiver board was disconnected, and the pump then drew electrical current within the specifications. This suggests the moisture damage caused the battery life issue. Unrelated to the reported event, the display screen was dim and discolored. Also unrelated to the reported event, the threads of the battery cap were damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.